Event description:
It was reported a power-on reset (por) was shown on the patient¿s programmer after replacing their implantable neurostimulator (ins) battery the day of report. It was stated the doctor may have touched the ins with electrocautery. It was noted the manufacturer representative was going to use the clinician programmer to clear the por and reprogram if necessary. It was later reported the por was successfully cleared and the patient was fine and receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v681796, implanted: (B)(6) 2011, product type: lead. (B)(4).